Event description:
It was reported a 6f angio-seal sts plus device was used to seal the arteriotomy site post percutaneous procedure in the month of january 2006. Reportedly the patient experienced an arterial venous (av) fistula which resulted in a large hematoma. The patient underwent surgical exploration and repair of the av fistula. The surgeon stated the "stick" had gone through an abnormal superior vein entering the artery and the angio-seal device compressed the vein and closed the vessels simultaneously. The patient's condition following surgery was reported as satisfactory. Sjm was made aware of this incident 1-16-06, however product surveillance was made aware 3/2006.